Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor also, was unable to download to carelink, the problem was isolated to the radio frequency board. Unable to perform excessive no delivery or occlusion tests due to prime anomaly. The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. Multiple boluses were delivered and all boluses recorded are history screen; no bolus anomaly noted. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer also reported that the blood glucose would go low every time they bolus after changing the set. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.